Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker previously showed 5 months remaining longevity and then went up to six months remaining longevity. During the recent device check, the device showed 5 months remaining longevity again. This device remains in service. No adverse patient effects were reported.